Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The iol was removed in a separate surgical procedure due to mechanical complications and replaced with the same model lens with a different diopter size, dib00 22.5 diopter. There was no incision enlargement, no suture(s), no vitrectomy, and no injury. Patient tolerated the procedure well. The iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: date of event: unknown as information was not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. It was indicated that the iol is not being returned for evaluation as it was discarded, therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.